Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the contacts were broken, turning knob was pulled away from saw head housing and would not operate, and the device could not couple blade devices. Therefore, the reported condition was confirmed. It was further determined that an unknown liquid was inside, the o-rings and bearings were worn, the electric motor had no power, and the housing for saw head was cosmetically unacceptable. The assignable root cause was determined to be due to improper cleaning/care and immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery oscillator device was not functioning. The reporter indicated that the event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.